Event description:
During the index procedure, two in.pact admiral balloon catheters were used to treat a lesion located in the right mid sfa and prox sfa (r-1). Approximately 20 months post index procedure, the patient suffered reocclusion of the right sfa. This was treated by two non-mdt ptas and two non-mdt stents were implanted into r-1. The patient recovered. The investigator assessed this event as not related to the index device, index procedure or paclitaxel.